Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of silicone migration, granuloma and capsular contracture are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: silicone migration, granuloma and capsular contracture baker grade unknown.

Event description:
Healthcare professional reported "severe right breast contracture, with the presence of images suggestive of silicone in both axillae" and "siliconomas." Device remains implanted.

Event description:
Healthcare professional reported "severe right breast contracture baker grade IV".